Event description:
Customer reported hospitalization due to high blood glucose. Customer was feeling nauseated. The blood glucose reading at the time of the event was 600 mg/dl. Diagnosed diabetes ketoacidosis and heart failure. Customer was released from cardiac unit after cardiac arrest. Customer stated that the infusion set had a bent cannula. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.